Event description:
I used renu with moisture loc contact solution from about 06/13/05 - 10/05. At this time I was having a hard time with my right eye, very red and painful. In july, I went back to dr where I got contacts and was given med for right eye. Helpful, very little. I went to ER in oct and then on to eye surgery. Was told for months I had shigella in right eye, in 01/06, was told I have an amoeba in my eye. I have had 4 surgeries. I have had a corneal transplant in right eye. I have no vision in right eye.